Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified concentration of taxotere. The option-lok male adapter luer of the tubing set was connected to an unspecified pt access device. After an unspecified length of time in use, the customer contact reported the option-lok male adapter luer disconnected from the pt's access device. It was reported that an unspecified volume of solution leaked onto the pt's hand. The solution that spilled was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.